Manufacturer narrative:
Received one opened/unused 142730490 plum 150 ml burette set for inspection. Multiple spots were observed on the piercing pin. The material was embedded and could not be scratched off. The most probable cause is burnt material embedded in the plastic of the piercing pin. The piercing pin is provided by a vendor. The embedded material is not in the fluid path and does not affect the functionality of the device. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 9/21/2023.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that there was a rust stain on connection. There is unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device is available for investigation, however has not been received. E1 initial reporter phone number: (B)(6).